Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 7278 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; 694965 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device was replaced due to normal battery deletion. During the explanting procedure, a colored part suggestive of arc vestige was discovered. The possibility of short circuit of the leads could not be denied. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.